Event description:
This is filed to report clip opening when establishing final arm angle. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. During deployment, the clip failed to establish final arm angle (efaa). The clip would open to 40 degrees. Multiple attempts were performed, but the clip kept failing efaa. The clip was removed from the patient with no reported issue. Another clip was implanted with no reported issue, reducing the mr to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the device analysis, the cause for the unintended movement (clip open ¿ efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).